Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage observed on the keypad and all the buttons were responsive to user presses. The keypad was removed and all the keypad button contacts were free of contamination. The pump was opened and there were no defects or damage observed internally. Unrelated to the original complaint, the battery compartment was observed toe be cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down, and ok keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.